Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 809 mg/dl. The events leading to his admission was shingles and chest tingling. Troubleshooting was performed. The time and date in the insulin pump were correct. Reviewed the bolus history and found three different boluses of 16.0 units. Ran a fixed prime test and passed. While attempting to perform the high pressure test the call was disconnected. The nurse called back and stated that she performed the high pressure test and the insulin pump alarmed motor error. However, the device passed the displacement test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.